Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Investigation is still in progress.

Event description:
Additional information received 21aug2017: analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 22.2 mm in the ap view. There was no evidence of filter deformation, migration, or extravasation of contrast. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 18.6 degrees. The x-ray revealed no evidence of filter fracture, embolization, or migration. The filter angle of tilt was = 16 degrees. Analysis of the x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The filter angle of tilt was 14.6 degrees in the ap view and 4.8 degrees in the lat view. At the time of discharge, the patient was taking prophylactic low molecular weight.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: (B)(4); (B)(6): ivc filter tilt = 16 degrees. At the index procedure on (B)(6) 2017, the patient received a celect filter. The inferior vena cava (ivc) diameter at the intended filter location was 24.9 mm. There was no ivc anatomic anomaly or presence of thrombus noted prior to filter placement. Using the right internal jugular vein as the access site, a günther tulip® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was = 16 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. On the same day as the placement procedure, the post-procedure x-ray was completed and revealed no evidence of fracture, embolization, or migration. Filter tilt was = 16 degrees. The patient was discharged the same day as the procedure. Patient outcome: the patient remains in the study.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on event description and image review. Image review demonstrated a tulip filter was deployed in an infrarenal location with 16° of leftward tilt. Furthermore, the hook of the ivc filter abuts the left lateral wall of the ivc, which may make future retrieval attempts of the ivc filter more challenging. There was no discussion in the complaint report regarding any difficulty in deploying the ivc filter to help determine a possible cause for the significant tilt. One possible explanation is that the ivc has a mild levoconvex curvature in the infrarenal portion of the ivc. The initial venogram with the catheter from the jugular approach extending into the proximal right common iliac vein, results in a 9 degree leftward angle between the catheter and the infrarenal ivc. This intrinsic angle may be due to tortuosity of the superior vena cava and/or suprarenal ivc, compounded by the slight curvature of the ivc. This would have caused the deployment sheath to have a similar angle relative to the infrarenal ivc, and hence contributed an equal amount of the tilt to the deployed ivc filter. Ideally, the filter should not have been released from the deployment device in this configuration, but rather repositioned to help avoid the development of a significant tilt. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this filter was not manufactured according to specifications and nothing indicates that it did not perform as intended during placement. Cook medical will continue to monitor for similar events.